Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in the service repair shop in melsungen, germany. The history files were read out and analyzed. During the investigation of the history log files no air alarms could be detected at the reported day of occurrence. During the visual inspection of the infusomat space, all cover caps on the screw pillars from the housing and seal were present and undamaged. No visible damages could be detected. A functional test was performed. The device passed the self test with a positive result. The space line, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. After the functional test the air sensor was checked. An infusion line was filled with water and was inserted in the infusomat space. The operating unit was closed. It could be detected a specific value of water. All measured values are within our specification (described in technical safety check). Furthermore the pump was started with a rate of 250ml. With the help of a syringe scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. The air sensor works within our specification. The device was disassembled. The inside was slightly dirty, but no visible damages could be found. The complaint could be not confirmed. Summing up all tests, the infusomat space operated within our specification. A faulty function of the air sensor could not be detected.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "air in the tubing and pump did not alarm". Customer information: the pump let air go through the pump into the tubing and did not alarm. Sensor did not alarm "air bubble and not the cumulative air".